Manufacturer narrative:
The alleged leak could not be confirmed as the device was not made available for evaluation.

Event description:
It was alleged that a leak was identified in the connection between the blanket and the tubes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that a leak was identified in the connection between the blanket and the tubes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.